Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a spinal pain and complex reg pain syndrome type I. It was reported the area of infection, incisional wound opening. On (B)(6) "2019", patient reported after surgery the incision did not heal and created a hole that kept draining. Due to that patient had to have a second surgery to clean out the hole and resulted in an infection. Patient was given antibiotics, had a allergic reaction to the antibiotics and also gave patient a rash, and yeast infections. No further complication and events were reported.